Event description:
Patient reported, right side "leaking, misshapen, tender" captured as deflation. And visibility/palpability. Healthcare provider called to report, exchange, due to patient¿s concerns with the product. Plus a right side capsular contraction, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on the anterior side assessed, as surgical damage like. Visibility/palpability: unable to observe, since it is a medical event. And is not related to the device. Anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease fold observed, on the device. White particles observed, inside the device. Wear abrasion observed, on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade iii/IV. Explanting physician: (B)(6).

Event description:
Patient reported right side "leaking, misshapen, tender" captured as deflation and visibility/palpability. Healthcare provider called to report exchange due to patient¿s concerns with the product plus a right side capsular contraction baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
B.3: date of occurrence of capsular contracture noted as 18/feb/2023.

Event description:
Device has been explanted.